Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) due to error. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and in artemis, the 32056 error along with a 1123 error was found indicating a i2c device error and a usm encoder error on the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the 32056 error was triggered replicating the reported event. The unit was then installed onto an in-house pftp where the unit failed the agc current test on the yaw axis with errors 32056 and 1123 in the logs. A golden yaw searchlight ffc was installed and the unit passed required testing verifying the yaw searchlight ffc to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the yaw searchlight ffc was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, non-recoverable error 32056 on universal surgical manipulator (usm) 4. Prior to call technical support engineer (tse) they have restarted the system without success. Tse reviewed the logs and found error 32056 pointing to aca in usm 4. Tse guided him to exercise and reposition the affected arm in all directions and to restart the system including epo + breaker, but issue remained. Tse informed customer that arm 4 won't be usable. Tse offered customer to move arm out of the operation field and to deactivate it, to be able to use the system with three arms. He understood it and he was able to deactivate arm. Caller stated that they will start the surgery in these conditions, as they only need 3 arms, but they want to have their field service engineer to fix the problem. The procedure was completing as planned with no reported injury.